Event description:
Customer's husband reports back to back testing on the same meter while using the aviva sys with results of 242mg/dl and 127mg/dl. No qual controls were run. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.